Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod for between 37 and 48 hours on the arm. The patient noticed the adhesive was a bit wet, indicating leaking from the pod but reports the cannula was secure in the skin.¿ symptoms reported include increased ketones, thirst, nausea, and headache. The patient was diagnosed with hyperglycemic derailment, lactatemia, and ketonuria. The patient was monitored with electrocardiogram, pulse, and blood pressure throughout the night. They were treated with applying a new pod, potassium tablets, sodium chloride drip, and liquid infusion. The patient was released the following day. The pod was removed and replaced at the hospital.